Event description:
It was reported by a customer in the USA that, an 840 ventilator stopped cycling. There was no pt involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The customer was advised to run the unit on extended self-test (est) and on test lung. The customer followed the tse recommendations, and he was unable to duplicate the alleged malfunction. The customer informed to have conducted the final testing. (B)(4).